Event description:
Healthcare professional reported a patient was injected with 2ccs of skindive by juvederm on in the cheek area. Following injection, patient felt pain and tissue necrosis occurred. Hyaluronidase was administered to dissolve the filler. Two days later, the tissue necrosis was still present. Patient presented the next day with redness in the cheek area. Healthcare professional reported the event as a "vascular complication" and believed the event was caused by injection technique.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.